Event description:
Pt had percutanous cholecystostomy drainage tube/catheter placed approximately one month ago at this facility. When pt was admitted from a nursing home for evaluation of n/v nausea/vomiting, it was discovered that the hub of the drainage cath was cracked. Pt had cath exchanged in fluoroscopy.======================manufacturer response for drainage catheter, navarre (per site reporter).======================none yet. Interventional radiology has determined that there have been several occurrences of cracked hubs with this particular bard drainage catheter. The one being reported here is the only one of them that a specimen was saved, although its lot number was not recorded. The company wishes to see it and has arranged for it to be returned to them for analysis.